Event description:
Patient was revised to address tibial and femoral aseptic loosening at the cement/bone interface. Depuy cement was used at the time of implantation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. The devices associated with this report were not returned. Retained samples of this lot have been tested under controlled conditions. The working time and handling characteristic of the cement together with the mechanical properties of the cement are as expected and within specification. A search of the complaint database found no prior reports for all of the reported part and lot number combinations. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient was revised to address tibial and femoral aseptic loosening at the cement/bone interface. Depuy cement was used at the time of implantation.